Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) provided a shock for an arrhythmia. Technical services (ts) noted the arrhythmia appeared to be ventricular tachycardia (vt) however the conditional shock zone was programmed to a higher rate. There was oversensing of the wide complex with large t waves. It appeared to be an inappropriate shock from a device programming standpoint however, a clinically appropriate shock for the arrhythmia. Ts discussed programming optimization with the health care professional. This electrode remains in service. No adverse patient effects were reported. Additional information was received that this electrode exhibited oversensing in the primary vector, resulting in an additional inappropriate shock to this patient. Undersensing in alternate vector was observed. Ts discussed programming options with the health care professional (hcp). This s-ICD remains in service. No adverse patient effects were reported. Additional information was received that this electrode and s-ICD system therapy was turned off and abandoned. No adverse patient effects were reported.